Event description:
A malfunction was reported on a customer's pump, displaying error code malf 16. There was no adverse impact on the customer's blood glucose level as a result of this issue. Customer technical support assisted the caller with pump reset instructions, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue returned, which they understood and acknowledged.